Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 07/may/2026 against "lot number "6012515" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing connector is cracked, split, deformed, leakage may occur, tubing detached from tubing-tubing connector, leak between tubing and site connector - detachment / significant wetness. The review confirmed that lot 6012515 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 07/may/2026 against "lot number" criteria equal "6012515" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing connector is cracked, split, deformed, leakage may occur, tubing detached from tubing-tubing connector, leak between tubing and site connector - detachment / significant wetness. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012515 was manufactured according to work instruction (wi) version 21 and manufactured in machine/line: m14, on 31/mar/2025 with a total of (B)(4) units. Sub-assembly: gluing of tube. The lot 5c04052 was manufactured according to wi version 17 and manufactured in machine/line: lc01, on 24/mar/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012515 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set tubing got detached from the reservoir while sleeping on (B)(6) 2026 and the infusion set was in use for one day.